Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: b5 in initial report has incorrect date of explantation of (B)(6) 2020, the correct date is (B)(6) 2020. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference numb (B)(4).

Manufacturer narrative:
Per additional information received on september 25, 2023, patient underwent bilateral replacements as follow: left catalog number 3501650, serial number (B)(6), right catalog number 3501650, serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, a tear measuring approximately 6.0 cm and a missing material area measuring approximately 0.2 x 0.1 cm were observed on the anterior view, causing a deflation. Microscopic examination was performed under the tear and missing material. It revealed striations for the missing material, consistent with a rupture with a sharp object. By the other hand, for the tear, the cause of the rupture could not be identified. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 325cc saline breast implants, cat/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed and replaced with cat#:3501650, sn#:(B)(4) on (B)(6) 2020.